Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/07/2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 32mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint preventing further troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2018 with the following findings: during investigation, the last basal delivery was on (B)(6)/18@06:47. The total daily dose added up correctly and reflected the programmed basal rate target. There was no activity outside of normal use is observed. The returned battery capvwas undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, the pump reflected 12u after 12hr on 1u/hr , the pump delivered within the specification. There were no alarms during the investigation. The pump passed a delivery accuracy test. The pump performs within spec. The pump's cover was removed, moisture corrosion was found to the rf module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.